Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The planned treatment procedure was completed as planned as the reported issue was intermittently. A philips field service engineer (fse) visited the site and checked the log file, however; no errors were found. The fse also checked the system interface board and the foot switch, and all were working correctly. The cause of the malfunction was most likely that the operator did not fully step on the foot switch for fluoroscopy. After these service actions, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was intermittently unable to produce x-rays.the device was in clinical use at the time of reported event. No harm was reported to philips.philips has started an investigation of this complaint.